Event description:
Loose needle on winged blood collection set. Butterfly luer set.

Manufacturer narrative:
This is additional information for " mw5118372 " (voluntary report). Based on customer hearing, manufacturer would like to correct below data. 1)correct product code is dbma-23g. 2)correct type of event "serious injury" did not happen. The actual incident occurred was " loose needle when accessing the vein because of improper use ". The customer was not holding our product by the safety wings as instructed in the IFU, but by the end of the barrel instead. This is not proper use and resulted in the needle unstableness. We retrained them and they understand proper usage.